Manufacturer narrative:
Device evaluation summary: it was reported that a female patient of unknown age underwent a primary breast augmentation with a saline mentor smooth round moderate profile 375cc and experienced deflation on the left breast implant. As a result the patient underwent removal and replacement with a mentor memorygel breast implant 500cc gel implant, catalog # 3505001bc, s/n (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. During evaluation a rent was observed within a crease on the anterior and extending to posterior aspect, measuring approximately 10 cm. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 375cc saline breast implant, catalog # 3501660, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age underwent a primary breast augmentation with a saline mentor smooth round moderate profile 375cc and experienced deflation on the left breast implant. As a result the patient underwent removal and replacement with a mentor memorygel breast implant 500cc gel implant, catalog # 3505001bc, s/n (B)(4) on (B)(6) 2018.